Event description:
Event description: plastic tip of feeding tube extension set broke off and became lodged in baby's gastrostomy tube. Surgeon had to bring special instrumentation to nicu from or to extract the broken piece. No additional info provided.

Manufacturer narrative:
Retention samples were tested by placing feeding sets into g tubes. About half of the units that were dipped quickly in alcohol had cracked after being mated to a g-tube several times. Units that were not dipped in alcohol remained fairly easy to remove and re-insert into the g-tubes and no signs of cracking were seen. Without a sample involved with this particular report, we are unable to determine the exact cause for the reported cracking.